Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump recommended and delivered a larger bolus than expected due to the customer inadvertently entering the correction factor setting incorrectly. Subsequently, the customer¿s blood glucose (bg) level decreased to 50-53mg/dl. Customer required assistance addressing bg level with juice. Tandem technical support guided the customer through correcting the correction factor setting.